Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the issue did not recur after the reset. The customer understood to continue using the pump and was advised to call back if the malfunction reoccurred. There was no need for device return or replacement.